Manufacturer narrative:
Upon receiving additional information on the reported event, this device was determined to be not reportable as the x-rays revealed femoral loosening and osteolytic lesion of the proximal tibial component.

Manufacturer narrative:
(B)(4).medical product: catalog #: cp111012, finn rotating hinged knee femoral stem, lot # 399340. Catalog #: 153803, finn rotating hinged knee modular segmental femoral right, lot # 506660. Catalog #: cp111134, finn rotating hinged knee tibial base, lot # 137000. Catalog #: 11-150826, biomet arcom all polyethylene button, lot # 863040. Catalog #: 153861, finn rotating hinged knee lock pin, lot # 874840. Catalog #: 153872, finn rotating hinged knee axle, lot # 837890. Catalog #: 153865, finn rotating hinged knee yoke standard reinforced, lot # 642660. Catalog #: 153851, finn rotating hinged knee tibial bushing, lot # 938960. Catalog #: 153852, finn rotating hinged knee femoral bushing, lot # 587230. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06790, 06791, 06792, 06793, 06794, 06795, 06927, 06928 and 06929.

Event description:
It was reported that the patient had an initial knee arthroplasty on an unknown date and is being revised for unknown reasons on an unknown date.